Event description:
Healthcare professional reported "encapsulated and rupture", "broken implant", "showing leakage of contents in the periareolar region", "rotated", and "pain and deformity". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.